Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission with non-sustained rv oversensing due to post-paced t-wave oversensing. Since there was only one episode, no programming changes were made. The patient will continue to be monitored.